Manufacturer narrative:
.

Event description:
(B)(4) received a call on 05/16/2016 reporting a medical intervention that occurred on (B)(6) 2016 at a time the reporter did not remember. Patient stated that she tested her blood glucose and sent a photo of the results to her doctor and was told by the doctor to go to the hospital right away. The reading on the onetouch meter at the time of the event was 209mg/dl. Patient stated she was experiencing no symptoms and felt fine. Patient stated the her normal blood glucose readings around the time of the event is between 99-126mg/dl. Patient went to the hospital on her own. Upon arrival, patient's blood glucose readings was around 114mg/dl. Two additional blood glucose tests were performed at the hospital both of which had results around 105mg/dl each. Patient's total stay in hospital was from (B)(6) 2016. The meter involved in the event was a onetouch meter. Suspect product was not returned. (B)(4) forwarded to manufacturer an internal record review request for the suspect product. (B)(4).